Event description:
It was reported that pump battery life declined and required daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting was completed and no additional information or corrective actions were obtained, and no further outcome details were available.